Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device locked out. When attempting to reload the device it was noticed that the knife blade was not fully retracted, not allowing a new cartridge to be loaded. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged pusher block. The analysis results found that the device was received with the knife and wedges exposed and without a reload present. The firing mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the integrity of the internal components and the firing rod tip was disengaged from the pusher block. While no conclusion could be reached as to how the firing rack became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.